Event description:
It was reported that the vns patient was experiencing an increase in grand mal seizures. The patient stated that his ¿device was not reaching his brain.¿ the neurologist noted that there was scar tissue and a possible issue with lead impedance so the patient was referred for a surgical consult. On (B)(6) 2014, the neurosurgeon tested the patient¿s device and diagnostic results revealed high impedance (dc dc ¿ 7) and an end of service condition. The patient was referred for surgery but no known surgical interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(4) 2009. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death. .

Event description:
The physician reported that the patient experiences 2-3 grand mal seizures each year which are probably triggered by missing one or several medications. The physician indicated that he first saw the patient on (B)(6) 2009 at which time the patient was experiencing up to 10 petit mal seizures daily. The patient reported to the physician that vns did not work. The physician made medication changes and the patient's seizures were controlled until december 2013 when the patient began complaining of petit mal seizures. The physician indicated that the patient was never controlled with seizures so this did not represent a marked increase in seizures. The patient underwent generator and lead replacement. Device diagnostics with the new vns system was within normal limits. The explanting facility does not return explanted devices for analysis; therefore no analysis can be performed.